Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 624479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, postpartum hemorrhage, multiparous, spotting vaginal and cramp in lower abdomen. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia"). At the time of the report, the genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the endometrial cavity is normal. The essure devices are in place acceptable positions. No contrast material goes into either fallopian tube. Bilateral tubal occlusion with essure devices.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia'), genital haemorrhage ('bleeding') and pelvic pain ('pain') in an adult female patient who had essure (batch no: 624479) inserted for female sterilisation. The patient's medical history included fibroids, postpartum hemorrhage, multiparous, spotting vaginal and cramp in lower abdomen. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain and dyspareunia. At the time of the report, the genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: the endometrial cavity is normal. The essure devices are in place acceptable positions. No contrast material goes into either fallopian tube. Bilateral tubal occlusion with essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event genital haemorrhage was amended to "non-serious incident". No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.